Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 44 poly constrained liner . Other device listed in this report: cat # unk, lot # unk, description: unknown v40 femoral head outer diameter 22.2. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving an unknown liner was reported. The event was confirmed. Method & results: -device evaluation and results: the device was not returned for analysis . -medical records received and evaluation: a review of the provided information could confirm the event but could not determine a root cause. Conclusions: the exact cause of the event could not be determined. However a review of the provided information by a clinical consultant indicated that: "review of this additional documentation of this complicated, infected, multiply revised proximal femoral replacement hip arthroplasty indicates persistent instability of the articulation." If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient was revised due to infection.

Event description:
Patient was revised due to infection.